Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the screwdriver broke in surgery. No patient complications were reported.